Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00243.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00243. It was reported following the trial leads explant on (B)(6) 2018, the patient was admitted to the hospital for spinal meningitis. Follow-up information identified that the patient has been discharged from the hospital.